Event description:
A technician reported a case of epithelial ingrowth, observed on a pt's left eye at seven day post treatment. Rptr indicated the pt rec'd a flap lift and rinse, and was instructed to continue with standard post operative eye drop treatment. Rptr additionally stated the pt has not returned for further post operative f/u.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).